Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -15.5/+1.5/87 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged for a shorter length lens due to observation of excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial. Visual inspection found a torn haptic (torn piece is missing) and residue on the lens surface. (B)(4)